Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified an opening on the posterior, and underweight. A visual and microscopic analysis was performed which identified a sharp opening and a crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is rupture. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture, "seroma", and indicates the area is "really red and swollen". Device has been explanted.